Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. Investigation summary: the device was inspected and red residue was observed inside the pebax, no visual damage was observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device, however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that the vector would flip opposite direction of the catheter. In addition, there was invalid temperature readings on the smartablate generator while on ablation. The catheter was removed and the tip looked like it had some dark object in the spring on the catheter. The catheter was replaced and the issue resolved. There were no patient consequences. Additional information was received on (B)(6) 2018. The dark object in the spring is not related to damage on the pebax. There was difficulty experienced while maneuvering the catheter or during the withdrawal. The smartablate generator system (serial #: (B)(4)) did not display temperature and gave an error that the temperatures were invalid. There was no issue with the flow of the catheter. The generator was set to power mode control mode, 30ws, 50 - 250 ohm impedance minimum and maximum. They used heparin during the procedure. The smartablate pump (serial #: (B)(4)) and the agilis 11.5fr sheath were used in the procedure. The issue with the inverted force vector was assessed as not reportable. Despite the incorrect force vector visualization, the device can function as intended, because the catheter can still be displayed using fluoroscopy and the carto 3 navigation system. The potential that it could cause or contribute a death, serious injury, or other significant adverse event was remote. The risk to the patient was low. The invalid temperature readings were assessed as not reportable. This issue is highly detectable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The response received states that the substance was not related to catheter damage. The only reasonable conclusion that could be drawn is that a black substance in the area of the catheter described was char. The char was assessed as not reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The biosense webster failure analysis lab received the device for evaluation on (B)(6) 2018 and discovered that there was red residue observed inside the catheter tip. This issue was assessed as not reportable. There was foreign material found underneath the pebax. However, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional assessment on (B)(6) 2018 the scanning electron microscope (sem) showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. The hole on the pebax was assessed as a reportable issue. Therefore, the awareness date was reset to (B)(6) 2018.